Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that approximately 847 days post study conduit placement in the left forearm the patient experienced stenosis of vascular access and was hospitalized. Surgery to augment outflow was performed and the event was considered resolved the same day. The patient was discharged one day post admission. The current status of the patient is unknown.